Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed occlusion alarms observed in the black box; the force at time of occlusions is high. The rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration test revealed sensor is detecting low force. The resistance on the force sensor measured and found within specifications. The pump was opened and contamination found on the force sensor shim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the force senor calibration test revealed force sensor is detecting low force and there was contamination found on the force sensor shim. This report is made based on results of investigation completed on (B)(4) 2014.